Event description:
(B)(4). So I was implanted (B)(6) 2015. Ever since having the procedure my periods have never been the same. I now deal with major bleeding with blood clots and the cramps are unbearable. Not to mention the random times your body decides to spot. Sex would be my second complaint. Sex has not been the same since the procedure and I'm afraid it never will be. The pain I feel during sex is excruciating and if that's not enough the what feels like labor pains after sex caused by the inflammation of the pet fibers feel just as bad. I also pass air vaginally and I ain't talking about queefing. This device has put a big toll on my relationship due to the above comments. I have struggled with depression some since having essure implanted. I now have anxiety wondering if I'm pregnant or next to become pregnant. I get pelvic pains on my left side and throughout the body which I'm sure is where the systematically comes in. The bloating that causes us all to look (B)(6). No where in the pamphlet did it say anything about the coils be able to migrate leaving tubes open for pregnancy. I now have night sweats like menopause.